Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 16, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that it was received cut in half between a clear material that was folded. The material could not be separated, therefore the lens could not be cleaned for evaluation. One half presented with a portion of the lens cut off/missing which included the haptic. No further evaluation could be performed due to the return condition. The complaint issue "explant and unspecified injury" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: additional information received which the following fields were updated accordingly: section e1: doctor's information: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or after mar 23, 2023. Section d6b: if explanted, give date: unknown, information not provided. Section e1: initial reporter first/given name: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was explanted and replaced with another toric lens of different model zcu225 but of the same diopter (21.5 d). The reason for the explant was not specified. No further information was provided.